Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested (B)(6) for (B)(6) as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model wd440(made by (B)(4)) with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report. First time: 200cfu/100ml(including enterobacter cloacae). Second time: 200cfu/100ml(including enterobacter cloacae).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument, the suction, the air/water and the auxiliary water channels of this device. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.